Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of an intestinal ulcer. Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An intestinal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Healthcare professional reported the patient experienced an intestinal ulcer, in the vicinity of the j-tube, discovered during an endoscopic procedure. The patient has been admitted to the hospital and the device has been explanted.